Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided. Further investigation of the complaint is not possible. However, the based on the reported event description, and other reported complaints, the defect was confirmed to be due to failure in the development process. The product was manufactured as 15 drops instead of 10 drops due to implementation of cr-03374, which added an alternate bom for product 352630. This change introduced e341 global tubing and a7406215 (15-drop drip chamber). The labeling configuration was not correctly updated or segregated to reflect the alternate bom, resulting in the application of an incorrect drop-rate label. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Additionally, the retained units were evaluated and passed the internal testing. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: error out-of-box: reason of complaint: 352630 was mislabled as a 15 drop set and should be labeled as 10 drop.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.